Manufacturer narrative:
It was reported that a full revision was completed with the reason listed as "patient fell, magnet not working". Follow up information was received that initial the patient felt as if the device had stopped stimulating after a fall, surgeon opened up patient for exploration observed generator had moved into a slanted position. Generator was replaced for additional battery life per surgeon decision instead of re-securing.

Event description:
It was reported that the patient had a revision due to the patient falling and no longer feeling their device stimulating. During revision surgeon opened up patient for exploration and observed generator had moved into a slanted position. Generator was replaced for additional battery life per surgeon decision instead of re-securing, and pocket revision performed. No other relevant information has been received to date.